Manufacturer narrative:
The customer returned the suspected contour next one meter, two vials of contour next test strips from the same lot and contour next control solution from lot # 2bv2g84 for evaluation. The returned meter was tested with the returned test strips and control solution, which gave a satisfactory performance. The control readings obtained during the in-house testing were properly marked as control tests in the meter.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that she ran a control test with the contour next one meter and obtained a reading of 236 mg/dl at 4:35 p.m. The meter did not automatically mark it as control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.